Manufacturer narrative:
Additional information was received on (B)(6), 2024, stating that the pump's usb port was broken resulting in difficulties charging the pump. H6: added 1069 MDR code.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.